Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years eight months and nineteen days post deployment, computed tomography of abdomen and pelvis showed 6 o¿clock, 6.2 mm and grade 3 perforation abutting the l4 vertebral body. No tilt or migration were observed. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with pulmonary embolism and who was not a candidate for anticoagulation. Approximately, ten years eight months and nineteen days post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.